Event description:
It was reported that through merlin.net transmission, episodes of non-sustained v oversensing due to lead noise leading to pacing inhibition were observed. There was also decrease in pacing lead impedance. Externalized conductors were observed on the lead. Lead was explanted and replaced. Patient¿s condition was good during and post-procedure.

Event description:
New information received notes that on (B)(6) 2017, followed up with physician due to continued bleeding from surgical site.

Manufacturer narrative:
Partial lead was returned in three segments. External insulation abrasion was noted at 15.6 cm to 15.8 cm and 22.6 cm to 22.9 cm from the proximal end of svc shock coil consistent with lead friction to device can. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil were noted at 2.8 cm to 2.9 cm, 3.2 cm to 3.6 cm, 6.0 cm to 6.1 cm, 2.1 cm to 2.2 cm , 3.5 cm to 3.8 cm and 3.4 cm to 3.7 cm measured distally from the proximal end of svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 6.0 cm to 6.3 cm measured distally from the proximal end of svc shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and impedance anomaly. (B)(4) 2017. Serious injury.

Manufacturer narrative:
Please remove explant date as the lead was not explanted.

Event description:
New information received notes that the lead was attempted to be explanted on (B)(6) 2017 but a tool broke off and it was left in the patient (user error). The lead was capped and a new system was implanted on the right side on (B)(6) 2017.